Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted. Approximately one (1) hour post procedure, while in recovery, the patient's blood pressure dropped. Transthoracic echocardiogram (tte) was performed and showed pericardial effusion. A pericardial tap was performed in the cath lab by implanting physician removing one (1) liter of fluid. The patient became stable and was monitored overnight. The patient was discharged the following day. There were no further patient complications reported.